Manufacturer narrative:
Correction: file is deemed not reportable. Customer stated that the tubing set was not attached to a patient at the time of the event.

Event description:
It was reported that the buretrol tubing set leaked from the top in the infusion center. The customer later reported that the tubing set was not attached to a patient at the time of the event, therefore, there was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. .

Event description:
It was reported that the buretrol tubing set leaked from the top.